Event description:
It was reported the on/off button does not work properly and gives erroneous current information. The epg (external pulse generator) was returned for repair. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The printed circuit board, flex assembly, lead and battery flex, and clips were found to be out of specification and replaced. (B)(4).